Event description:
It was originally reported that the patient's generator was explanted due to period pain, voice alteration, and difficulty swallowing pills (originally captured in MFR report # 1644487-2020-01481). Further information received that diagnostics prior to explant were within normal limits. Follow-up with the physician found that the patient's explant was for patient comfort and due to vocal disturbances. Clinic notes provided by the doctor indicated that the patient had persistent vocal issues and swallowing difficulties that were present without stimulation although it was noted that the patient's hoarseness got worse with vns stimulation. Swallowing difficulties were noted to be the same whether the vns was on or off. The physician indicated that he didn't believe removing the lead would resole the patient's vocal or swallowing issues as he suspected the cause was manipulation of the nerve during initial placement of the electrodes on the vagal nerve. In he clinic notes, the patient also reported pain at the chest site. She reported that the vns turned over and pressed into her pectoral muscle when she laid on her left side. The physician noted it was tender to the touch but not swollen or bruised and appeared to be well-healed. He didn't know if the generator would roll over. The notes indicated that this pain was the ultimate reason for generator explant. Based on this information, this is likely that the reported "period pain" was a miscommunication and the patient was actually discussing pain at the pectoral muscle and migration not menstrual pain. With regards to the patient's swallowing and voice alteration, the patient's neurologist recommended that the patient see an ent. No further relevant information has been received to date. As the lead is related to the patient's voice alteration and swallowing difficulties and the migration/pain is related to the generator, two reports were created. MFR report # 1644487-2020-01481) will house houses the patients explant of generator due to migration and pain. This report will house all further information regarding the lead related issues suspected due to manipulation of nerve at implant (voice alteration and swallowing difficulties). No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.